Event description:
A patient was scheduled for a permanent implant. As the physician was placing the lead into the epidural space, the patient was required to be intubated due to breathing difficulty. Once the patient was stabilised, the implant procedure was completed. Intraoperative testing for pain coverage was unable to be performed due to the patient being intubated.